Event description:
It was reported that during a thrombectomy and atherectomy procedure for lower limb arterial occlusive disease via the contralateral femoral artery approach, the spring was allegedly found to be dislodged from the head-end of the catheter. Reportedly, biopsy forceps was used to capture the spring and was withdrawn from the body. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure via the contralateral femoral artery approach, the spring was allegedly found to be dislodged from the head-end of the catheter. Reportedly, biopsy forceps was used to capture the spring and was withdrawn from the body. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample or pictures/videos were received. A physical investigation was not possible. The user report contains information regarding catheter helix break. Due to no sample/images/videos the reported malfunction can not be confirmed. Therefore, the investigation is inconclusive for the reported break and detachment issues. A clear root cause could not be identified but catheter helix break represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.